Event description:
It was reported that the mobile app crashed while the user was loading a cartridge. There was no reported adverse impact to the customer¿s blood glucose level. The customer relaunched the mobile app, the app successfully paired to the pump and the customer continued to use the pump for insulin therapy.